Event description:
It was reported the pt developed an infection following implant. The incision was not healing properly and there was a lot of drainage from the incision. The drainage looked like clear fluid. The hcp reportedly suggested explantation of the device. The pt was to meet with their physician that day. Additional info has been requested but was not available on the date of this report.